Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving the no delivery alarm on the insulin pump. The customer's blood glucose was 227 mg/dl. Troubleshooting could not be performed because the alarm had been resolved by a complete set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.